Manufacturer narrative:
Reliability analysis inspected 2 opened and used enlite sensors and found 1 of 2 sensors with cannula broken in half. The broken part was missing. Unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used. Analysis also performed bicarbonate buffer test to remaining sensor and the sensor passed per specifications with accurate readings.

Event description:
The customer reported via phone call that the sensor was crimped up and received a calibration error alarm. The customer's blood glucose was 86 mg/dl at the time of incident. The customer stated that there was no damage to the connection bridge or pins. The customer stated that they were not able to run a test plug procedure. The sensor will be replaced and will be returned for analysis.